Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2018. 5076-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a suspected fracture. It was further noted that the rv lead displayed low r-waves. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.